Manufacturer narrative:
Results code: used for the catheter.

Event description:
It was reported that the pt experienced drainage from the lateral aspect of the baclofen pump site. The pt was hospitalized and taken to surgery the next day. The surgery was performed under general endotracheal anesthesia. The pump site was noted to have serosanguinous fluid. The hcp believed that there was a possible infection and the pump was removed. The hcp exerted gentle traction on the catheter. The "majority of the catheter plus the metal inter-connector" was removed. The distal portion of the catheter remained in the lumbar incision. A small portion of the incision was opened and the catheter was easily identified and removed. "One could appreciate that this had been the portion of the catheter attached to the metal connectors as we could see indentation in the distal portion where the catheter had been tightened down around the metal connector." No other foreign body was identified by use of the c-arm. A drain was placed through a separate stab incision. The abdominal incision was copiously irrigated by lavage. The incisions were closed and dressings applied. The pt tolerated the procedure well. There were no complications.